Event description:
Caller reported that ibc dropped by 85% in a short period. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller on battery best practices, and caller was advised to monitor the system and call back if the issue persists.